Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the lead was cut and only partial lead was returned. Full breach insulation degradation was found at 4.5 cm from the connector pin.